Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation in progress.

Manufacturer narrative:
The complaint can be verified. E7003 errors were found in the history. When changing from stop into run mode, the self-testing checks among others the vibra. An interruption leads to an e7003. There are various causes, such as interruption in vibra leads, defect of the vibra motor collector, unconnected vibra plug etc. When the interruption occurs during run mode, the user gets no vibra signal without alarm/error.

Event description:
Patient reported infusion device displays an e7 (electronic error) message after prolonged use, then during the self-test there is no vibration. Patient stated the vibration appears after shaking the infusion device. Patient reported this type of concern appears also when the bolus is cancelled. Preliminary evaluation shows there is no vibra alarm. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.